Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: product did not contribute to the event. Product not returned. Complaint history reviewed and the analysis shows no trend for item. No images or information regarding the lot number or use of the product was provided. No complaint was stated against this product.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This is the same event as 1043534-2011-00531, 00532, 00533, 00535.